Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial right total hip arthroplasty. Subsequently, the patient underwent a revision approximately 11 (eleven) days later due to the patient falling down the stairs and sustaining a periprosthetic fracture with loosening of the femoral component, which was exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 h6: proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient fell down the stairs and was revised. The femoral component was easily removed due to loosening from the fracture. The stem was replaced and fracture repaired with cables. No complications noted. Review of the device history record identified no deviations or anomalies during manufacturing. It was reported the patient fell down the stairs and sustained a periprosthetic fracture. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.